Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had leaks. Customer cannot recall their blood glucose reading. The leaks occurred past both o rings. Leaks also were occurring into the reservoir compartment. The reservoir will not return for analysis.